Manufacturer narrative:
(B)(4).

Event description:
The patient's father contacted dexcom on (B)(6) 2016 to report that the receiver displayed err121 on (B)(6) 2016. The patient's father did not report injury or medical intervention. No additional patient or event information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.